Manufacturer narrative:
Unit passed displacement test and active current measurement. However, unit failed sleep current measurement and received unexpected battery power loss and this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running confirmed in pump history files. Problem isolated to internal lithium battery due to power graph showing loaded voltage dropping to 0v at a period of time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.